Event description:
Nurse got rightleg caught in crushing motion between the stirrup and tower assembly. The nurse was helping to move patient onto cysto table. She was simuated on the foot end of the bed behind the leg extension and placed her right knee between the stirrup and the x-ray tower assembly resting it on the metal plaeform. Then when moving patient a personnel member accidentally moved the table in a lateral motion towards the tower (by pressing the foot switch). Which in turn trapped the nurses leg. They then let off motion once realizing what had occured and motion continued for another second even when button was released. They then tried to move lateral motion but it would not respond. Site then had several people pushing machine in oppisite direction and relased the nurse, who now has contusions on right leg and numbness on the right foot. Was treated in ER. After incident the biomed dept. Rebooted system and it worked as intended. The employee was seen in the ed and ok'd to return to work.